Event description:
The customer reported that the insulin pump had auto off turned and had high blood glucose of over 600 mg/dl. Customer changed her enlite sensors and cannulas got bent during the insertion process and got sensor error. Customer's blood glucose in the morning was 254 mg/dl. Customer declined to do troubleshooting. Customer stated she mistakenly turned on the auto off and was not receiving insulin. The customer was advised that sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).